Event description:
Failure code 807:00 was found in service during the evaluation process. Although an attempt was made, no additional info was obtained regarding when the failure occurred and whether or not any pt incident or medical intervention resulted from this failure.